Event description:
The device was used during a laparoscopic gastric bypass procedure. It was reported by the affiliate that the first firing of the device was perfect. The surgeon then reloaded the device. The surgeon closed the device so it could be put into the trocar. A strange sound came from inside of the device. The surgeon shook the device, it sounded like something was loose inside the device. The surgeon decided to introduce another device to complete the case. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. Results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a; cartridge return batch number, n/a; condition of knife, n/a and instrument number, 345. Functional tests & results: condition of firing trigger lockout, good. Condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch #, j00k0w. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "made a strange sound" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.